Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a repetitive motor error on their insulin pump as well as the tape sticking on her insertion. Patient's blood glucose level is at 125mg/dl. Trouble shooting is conducted. Patient is advised to cease use of pump and resort to back up. Device is being returned. No further information available.